Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the architect i1000sr assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot50503un24. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the architect stat troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The patient median values obtained with the complaint lot 50503un24 is within established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect stat troponin-I reagent lot 50503un24 was identified.

Event description:
The customer observed a falsely elevated architect stat troponin-I result that was negative when repeated for one sample. The following results were provided (troponin ref range <0.04 ng/ml): sid (B)(6) initial result 0.158 ng/ml, sample re-spun and repeated 0.031 / 0.036 / 0.041 ng/ml. No impact to patient management was reported.

Event description:
The customer observed a falsely elevated architect stat troponin-I result that was negative when repeated for one sample. The following results were provided (troponin ref range <0.04 ng/ml): sid (B)(6) initial result 0.158 ng/ml, sample re-spun and repeated 0.031 / 0.036 / 0.041 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete